Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl and low blood glucose of 32mg/dl. Customer stated that they had fluctuating blood glucose like 430mg/dl-43mg/dl, 386mg/dl-35mg/dl. Customer used insulin injections. Customer did not want to continue troubleshoot for the blood glucose. Insulin pump will be return for analysis.